Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intraoperatively after one deployment of the leadless implantable pulse generator (ipg) with the delivery system, that the leadless ipg thresholds were high. It was reported that the delivery system could not deploy the leadless ipg again. The leadless ipg appeared to be held back and did not make contact on impact, instead it moved backward together with the device cup. In addition the physician stated there was an unusual feeling with the handle and buttons of the delivery system. The leadless ipg and delivery system were attempted/not used and replaced. No patient complications have been reported as a result of this event.